Event description:
"Towards end of procedure dr. Noticed green fluid in abdominal cavity. After closing inspection multiple tears were discovered in small bowel." "Intervention, dr. Sutured and stapled tear as he found them being concerned. Dr. Then performed an open laparoscopy.